Event description:
This female pt was presented to the interventional lab for an angioplasty procedure of a dialysis shunt located in the lower arm (side unk). The length of the lesion and the diameter of the vessel are unk. The information states that the product was intact when it was taken from the packaging and the product was properly inspected and prepped before use. There is no information avaialable as to where the physician made access to the pt or what size sheath was used. After accessing the lesion with a guidewire, the physician placed the balloon at the lesion. Upon inflation of the balloon with an indeflator, the balloon ruptured at 3 atmospheres. The balloon was safely removed from the pt and the procedure was successfully completed with another balloon. There was no reported injury to the pt. The pt is in stable condition. The product will not be returned for evaluation and testing.